Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure performed on (B)(6), 2009. According to the complainant, resistance was felt and the stent could not be deployed. It was noted that the inner catheter was stretched. The procedure was completed with flexima biliary stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).